Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 59 mg/dl following administration of external insulin while remaining connected to the ilet, which resulted in insulin stacking and subsequent loss of consciousness with a fall and minor head injury. Symptoms included hypoglycemia, diaphoresis, feeling hot, blurred vision, and syncope. Outcomes included required medical intervention, as the patient was evaluated in the emergency department with imaging and received intravenous fluids before being discharged the same day without inpatient admission. The patient reported no lasting injury following the event. Investigation included communication with the patient and review of device data. Investigation of this case identified use error related to administration of external insulin without disconnecting from the ilet, contributing to insulin stacking, and no medical device malfunction or component failure was identified. It was concluded that the event was caused by user interaction and therapy management behaviors rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.